Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The monitor's ca board was misaligned in the case causing the battery to not be able to be inserted the root cause for the damaged was physical damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.